Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no indication of a lot-specific product issue. It should be noted that the mitraclip system instructions for use (IFU) states ¿retract the dc handle such that the clip has separated at least 1 cm from the dc tip.' As it was reported that the dc handle was pulled before detaching the mandrel from the clip, this is considered to be a user error. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be due to user error and improper or incorrect procedure or method due to user deviating from the IFU. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An xtr clip delivery system (cds) was inserted and the leaflet were grasped. However, while attempting to deploy the clip, the physician pulled up on the handle before detaching the mandrel from the clip. This resulted in the clip detaching from the anterior leaflet and remaining attached to the posterior leaflet (single leaflet device attachment/slda). No tissue damage had occurred. To stabilize the slda, an additional clip was implanted laterally. Mr reduced to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.